Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm failed battery and no delivery. Customer's blood glucose at time of incident was unknown mg/dl. It was explained to the customer's mother the failed battery and no delivery troubleshoot. The customer's mother was advised that the pump replacement for no deliveries is rare and usually the problem is at the site, in the set, or in the reservoir. The customer's mother was advised to get a new energizer battery ready for when her son calls back just in case.